Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is for clinical study patient. It was reported the patient was presented at the hospital with dyspnea following a fall. A pleural effusion was found on the right side where the he had landed during his fall. A diagnostics were performed as the patient had pleurisy. Clear fluid was aspirated. Reportedly, the patient was stable and was discharged on (B)(6) 2017.

Event description:
Additional information received identified the patient was admitted to the hospital on (B)(6) 2017 due to the reported issue. Also, it was stated adjustments to medicines are believed to be associated with dehydration and likely contributed to the patient¿s fall. Reportedly, the issue was not related to the device or the procedure.